Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 600mg/dl as insulin pump had no delivery of insulin when reservoir was low and had low battery life. Customer states that they get low battery message on every other day and insulin pump did not alert when reservoir is low. Customer performed troubleshoot but did not resolve the issue. Customer perform self test, ls test and high pressure test which are passed. Insulin pump will be return for analysis.